Manufacturer narrative:
The insulin pump was received with constant motor error due to motor slide broken off. Analysis was unable to perform the displacement test due to the insulin pump had a motor error alarm. The motor was tested outside of the device and passed. The pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 269 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.